Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; an error code displayed upon power up. The mpu (main processor unit) printed circuit board assembly was found out of electrical specification. It was noted the system fan was dirty. (B)(4).

Event description:
It was reported that the programmer would not boot up and displayed an error code in the corner. The programmer was returned for repair. No patient complications have been reported as a result of this event.